Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had error code when battery change. The insulin pump had unexplained no delivery alarms often and failed battery tests. Screen was peeling away from insulin pump and complaint diminished week and half. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with damaged display window cover and cracked keypad overlay. Device passed the displacement test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No e/a alarm unspecified noted during testing. No failed battery test alerts noted during testing or when inserting a new battery. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. (B)(4).